Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving dilaudid (dose and concentration at 6.5) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that maybe three months ago (relative to the date of report), in 2019 the patient's pump was alarming. The patient went to the healthcare provider (hcp) and they said "you have plenty of meds in here, I'm not sure why you were worried." It was noted that the hcp did not interrogate the pump, and just filled it. The patient's next refill date was the week of (B)(6) 2019, but the patient missed the refill date. The hcp was out of town and the patient couldn't get in until (B)(6) 2019 for a refill. The refill date displayed on the personal therapy manager (ptm) was (B)(6) 2019. No patient symptoms were reported and no further complications were reported or anticipated.